Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 95 to 118 mg/dl. Testing performed once weekly. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is more than 120 days. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user misunderstood the definition of erratic results. Additional product codes added.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 95 to 118 mg/dl. Testing performed once weekly. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/31/2016 and open vial date is more than 120 days. Recall test results performed fasting from meter memory: 1:125mg/dl (B)(6) 2015 06:45pm. 2:150mg/dl (B)(6) 2015 09:23pm. 3:112mg/dl (B)(6) 2015 11:00am. 4:179mg/dl (B)(6) 2015 12:00am. 5:157mg/dl (B)(6) 2015 08:57am. Adverse event not reported.